Event description:
It was reported that the patient experienced lead migration. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10381160, common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535308, common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10381433.

Manufacturer narrative:
Date of implant corrected.

Manufacturer narrative:
D4 - device serial number corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the left s3 lead was replaced and the right s3 lead was repositioned via surgical intervention on (B)(6) 2025. Migration was confirmed via x-ray.